Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6)2026, as the customer stated that infusion set fell off during use. The infusion set was in use for 2 days. The patient replaced infusion set and resumed insulin successfully.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.